Manufacturer narrative:
Device passed displacement, sleep current measurement, and active current measurement tests. No unexpected blank displays or unexpected low battery, replace battery now, or power loss errors were noted during testing. Self test failed because the vibrator did not vibrate when it was supposed to. After further review, there is corrosion and rust inside the battery compartment, and there is corrosion on the battery board underneath the battery compartment. Did not note any signs of previous moisture presence on any of the boards or the motor however.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a blank display. Customer stated that the display was not blank for less than 30 seconds and did not returned. Insert battery alarm did not displayed on the insulin pump screen. Customer stated that the display did not returned after insulin pump got restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.